Manufacturer narrative:
PMA/510(k) # (B)(4 ). Device evaluation 1 unit of lot c1951708 of echo-hd-22-ebus-p was returned opened and incorrectly packed in the original packaging of complaint (B)(4) (emdr ref. - (B)(4)). It should be noted that this file is related to another complaint file. For details of the other investigation please refer to pr (B)(4) (emdr ref. - (B)(4)). Lab evaluation the device related to this occurrence underwent a laboratory evaluation on 29 november and a re-evaluation on (B)(6) 2022. Needle handle able to advance with difficulty but needle did not advance out of end of sheath. Needle kink and needle break observed within handle of device which will be investigated under pr (B)(4)(emdr ref. - (B)(4)). No issue observed with distal tip of needle through the investigation it was established that an additional pr would have to be opened for the user error of stylet removed when advancing the needle into the target site which this file will investigate. Document review including IFU review prior to distribution, all echo-hd-22-ebus-p devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for echo-hd-22-ebus-p of lot number c1951708 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1951708. The notes section of the instructions for use which accompanies this device instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use" and "ensure the stylet is fully inserted when advancing the needle into the target site". There is evidence to suggest that the customer did not follow the instructions for use in relation to the use of the stylet which will this file will investigate. Image review n/a root cause review a definitive root cause could be attributed to user error as the stylet should be fully inserted when advancing the needle into the target site. No device failure issue was observed as a result of the stylet not being fully inserted when advancing the needle into the target site and this file is required to record this instance of user error. Summary complaint is confirmed based on customer and/or rep testimony. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental follow-up MDR report is being submitted due to the completion of the investigation on (B)(6) 2023 and an update to the investigation conclusions.

Manufacturer narrative:
Pms 510k #k210476 investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Additional file opened for user error ¿ stylet partially removed when advancing the needle into target site based on answer to q.28 of standard questions (related to pr (B)(4))